Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Due to no fiber return, a physical evaluation could not be performed. If the fiber or additional information were to become available at a later date, the report shall be updated appropriately. Due to no known model number or lot number, the packaging or device history record (DHR) could not be retrieved. If additional information permitting the retrieval of the DHR(s) were to become available at a later date, the investigation shall be updated appropriately. Based on the results of the investigation, the probable cause of the pencil point burn from a fiber break may be attributed to the physician walking into the fiber during activation. There was no device returned, a physical evaluation of the fiber could not be performed. Per soltive laser system IFU: "any tampering with the laser fiber contact connector may cause unwanted emission of laser radiation. Before performing any laser emission, make sure that the probe is inserted correctly. Pay attention to the firing direction." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to an olympus representative, there was an injury during a procedure using the soltive superpulsed laser system. A non-operating physician came into the operating room and walked into the soltive laser fiber which broke and burnt the non-operating physician's back with a pencil point burn. The customer reported energy was being transmitted outside of the patient due to the break in fiber. The physician did not receive treatment for the pencil point burn. Surgery was completed using a similar device. No patient injury or harm was reported.